Event description:
It was reported that an alert was triggered for high right ventricular (rv) lead and superior vena cava (svc) coil impedance. A lead fracture was suspected. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).